Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. The investigation determined the most probable cause to be unintentional user error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device malfunctioned and did not infuse drug despite the screen displaying 92ml delivered. The administration set and medication bag were connected to another pump and the patient completed the infusion at that time. Per the reporter, there were no adverse patient effects. Initial volume 92ml; rate 2.0; given 92.00.